Event description:
The intensive care unit received the patient from the operating room and were unable to perform cardiac output temperature check. The temperature kept fluctuating. The swan ganz was replaced and there was no patient injury.